Manufacturer narrative:
Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, pt condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode, we were unable to determine if any defect of the product caused or contributed to the incident. One of the causes of burns is poor dgphp placement, as noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the pt is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads event though, they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.

Event description:
The report stated that from the beginning of procedure, the pt complained and they found patient's right outer thigh got burned where the cord of patient return electrode pad attached to its cord. Another pad was used to complete the case. This was a 2nd degree burn with a 10mm x 7 mm blister. Treatment was to cool down the site initially and then use ointment post-operatively.